Event description:
It was reported, the patient had no stimulation sensation. The patient had their implantable neurostimulator (ins) implanted on the day of this report and they were still in the hospital. The patient appeared to still be under the effects of anesthesia and stated ¿they were still kind of out of it from surgery and they did not want to leave until it was working.¿ after implant the manufacturing representative turned the ins on and it was working, but now it was not working. At the time of this report, the patient could not feel any stimulation and they could not get the patient programmer to work. Once the patient placed the antenna against the implant, the programmer was working. The patient was on program a, but the stimulation was not on. Stimulation was on earlier when the patient met with the manufacturing representative. The patient was able to turn stimulation back on and they could feel it in their right leg. The stimulation was working and ¿really buzzing¿ so the patient was going to turn it down. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 3 9565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).